Event description:
It was reported that at a previous follow up visit, the device battery appeared to be fine. Four months later, it was not possible to interrogate the device. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis was inconclusive/incomplete.